Event description:
It was reported that an ilet user experienced touchscreen sensitivity issues resulting in an intermittently unresponsive display. The agent guided the user through a force restart via the app with blood glucose reported as unaffected. No adverse clinical effects reported. Outcomes included no change in therapy, no medical intervention, and no hospitalization. Investigation included technical troubleshooting conducted with the user. Investigation of this case revealed that the device resumed expected function after a restart and no further malfunction was observed at the time of the call. It was concluded that the event was consistent with a temporary device interface issue, and no patient injury occurred.